Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with constant compromised force sensor system alarms during displacement test due to moisture damage on motor assembly noted. Unable to perform rewind test, prime/compromised force sensor system test, basic occlusion test, and occlusion test due to constant compromised force sensor system alarms. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted.